Manufacturer narrative:
During testing at the service center the device alarmed check cassette p. The probable cause was the proximal pressure sensor had drifted out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a check cassette alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center it was found the proximal pressure sensor of the device had drifted out of calibration.